Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2014-06776 / -06777 and -08423).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2011. Legal counsel further reports patient underwent revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, impairment, metallosis, metal poisoning, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient revision operative report dated (B)(6) 2014 notes the presence of hypertrophic synovitis, wear debris, loose femoral and acetabular components, thickened membrane of proximal femur, vertical acetabulum, and cysts. The cup, modular head, taper insert, and stem were removed and replaced.